Manufacturer narrative:
Patient weight was received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient was unaware of any inciting event. Additional information was received from a consumer. Patient reported that cause has not been determined and that no actions had been taken to resolve the reported issues. Patient reported that stimulation was still hitting him hard.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. Patient stated he was having hip issues for seven weeks not sure what is going on. The chiropractor worked on putting them back in the socket or back in place. Then the neurosurgeon sent him for CT scan with dye (B)(6). Patient stated they said when they did the first injection they hit something hard and had to do a second injection for the dye. Caller stated he doesn't know if they hit the stimulator. Patient stated he was trying to reach (B)(6) the nurse he meets once annually. He said he called the number and he is now talking with us. Patient stated he is having some issues not necessarily with our system but then again yes with our system. It was reported that patient went into the emergency room (B)(6) because of the headaches he was getting from the hole they poked into his spinal column, and may have actually hit our system. On (B)(6), patient noticed stimulation in back was ramped up. Patient went to the ER on (B)(6) because he couldn't drive due to the headaches. This was when the patient noticed when he laid on the gurney the stimulation was going so hard it made his feet straighten out with his toes pointing down. Patient reported it was like holding onto 110 volts and couldn't let go. Patient reported the electrical stimulation was going down his legs and through his pelvis area. Patient stated, since then when at home in the ergonomic recliner chair the stimulator is hitting higher than it should. Patient stated when lying flat on back it is there sometimes and sometimes doesn't. Patient stated right now his right leg is vibrating like heck. Patient stated he was sitting and it should not be doing this. Patient stated he met with a manufacturer's representative (rep) not even a month ago and they went over setting the adaptive stimulation. Now it was doing things it had never done before. Patient stated prior to the CT scan he does not remember the stimulator being sporadic like it is. Patient stated he did not sleep for seven weeks because of the pain and he remembered questioning once if the stimulator was working, but it wasn't going of crazy. No further symptoms were reported/anticipated.